Event description:
Pt was pinned in the supine position and then turned prone on the or table. While securing the skull clamp to the bed attachment the head slipped out causing a 1 cm laceration at the right side of the head.